Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a sensor anomaly. The customer's blood glucose reading was 21.5 mmol/l. The customer tried to get the sensor connected to the pump. The customer stated that the sensor glucose was not accepted. The customer stated that when she connected to a sensor, she was able to get through the warm up process, but when the pump asked for calibration, it triggered a sensor glucose value not available alert. The pump rejected it with calibration not accepted alerts. The customer stated that the sensor was also damaged during insertion. The customer stated that the sensor cannula is missing. The customer will be sent replacement sensors.